Manufacturer narrative:
The pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support a 66 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient presented in scai stage e shock and was known to have history of diabetes. The cp was successfully inserted but, the team noted there was persistent suction and an inability to flow the pump above p level of 3. The pump was removed and flushed and reinserted. The pump was kinked but, allowed to support til wean and explant at conclusion of the pci. There was not any noted harm or injury from the malfunction or delay in support initiation. The patient has survived.